Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable total protein urine/csf gen.3 results for 2 patient samples on a cobas 4000 c311 stand-alone system. Patient 1: the initial result was 862 mg/l with an alarm. The repeated result was 83 mg/l with an alarm. The customer could not determine the correct value. Patient 2: on (B)(6) 2026, the initial result was 308 mg/l, and the repeated result was 155 mg/l.